Manufacturer narrative:
Unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection the electrode and cable were returned for analysis. No visual damages defects were observed on the cable, electrode, handle, cannula and connector. Residues observed on the device indicated use and handling of the device. Functional inspection a functional evaluation extended and retracted the tines without resistance, after the tines were extended it was noticed that some of them were bent.

Event description:
It was reported that the needle was damaged. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. During the procedure the needle was found to be deformed after ablation of the needle canal. This device was removed from the patient and a new needle was used to successfully complete the procedure. There were no patient complications that were reported and the patient was doing fine.

Event description:
It was reported that the needle was damaged. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. During the procedure the needle was found to be deformed after ablation of the needle canal. This device was removed from the patient and a new needle was used to successfully complete the procedure. There were no patient complications that were reported and the patient was doing fine.